Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On the same day, it was reported that the patient missed an alert and didn't hear any alerts on the rcvr when his sugar is going low. The patient reportedly uses medtronic pump and both receiver and mobile cgm display devices. The event occurred the day the sensor had been inserted in the abdomen. The patient had just taken a mealtime bolus and did not hear the alert from cgm that he was going low. He "felt semi-unconscious." He vomited and "fell off." During this time, he wasn't able to check his readings on the cgm and fs. Then, he dialed 911, when the paramedics arrived, bg was 37 mg/dl. He was given sugar and water by the paramedics until his sugar level stabilized. When he felt fine, paramedics left the house with a 128 mg/dl fs reading, but they were not able to compare the readings on the cgm. He was advised to eat. He was fine during the call. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.